Event description:
It was reported that on (B)(6) 2022, a 35mm amplatzer cribriform occluder (7973668) was implanted into a ventricular septal defect (vsd) and released from the delivery cable. It was determined by transesophageal echocardiography (tee) color doppler that there was still a leak present. The delivery system was advanced through the leak, and the occluder dislodged and embolized as the delivery system was being advanced. The device traveled to the patient's left ventricle (lv). A 20mm gooseneck snare was opened and advanced into the lv. After trying to snare the device a couple times, the patient's condition worsened, so retrieval of the device was abandoned. A 35mm amplatzer cribriform occluder (7098008) was loaded onto the cable and was attempted to close the defect, but it was determined to be too small. This device was removed from the patient prior to release from the delivery cable. The patient experienced cardiac tamponade and died on (B)(6) 2022. It was thought that the death was due to a combination of the procedure and the patient's comorbidities. Prior to procedure, the patient had a post-myocardial infarction ventricular septal defect and was intubated in the intensive care unit (ICU). This event is being conservatively reported for death.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration, cardiac tamponade, and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician did not believe the device contributed to the patient's death, and the physician thought that the death was due to a combination of the procedure and the patient's comorbidities. There is no indication of a product quality issue with regards to manufacture design or labeling. Please note, per the instructions for use, the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of "multi-fenestrated" (cribriform) atrial septal defects (asd).

Event description:
Subsequent to the initially filed information, it was reported that the delivery system was an amplatzer torqvue delivery system. After the first device was placed in the defect, there was still a significant leak present. The physician tried to cross the defect with the delivery system to place a second device in the defect. While trying to cross the defect with the delivery system, the first device dislodged.